Event description:
Per complaint (B)(4), a patient presented in-clinic with their dental implant crown broken off with a broken abutment and collar inside. The dental implant was discovered to be fractured at a later date. It was reported that the implant would be explanted at a later date. No adverse patient consequences were reported.